Manufacturer narrative:
The failure investigation has been completed. The wake button being unresponsive was confirmed; however, no failure was identified for the wake button becoming detatched.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed.

Event description:
It was reported that wake button was delayed in responding to touch and wake button became detached from the pump. Customer's blood glucose was 116 mg/dl. Customer reverted to using an alternate method of insulin therapy.